Event description:
Medtronic received a report that a patient experienced a cerebral infarction 16 days after a procedure involving an artisse implant device, rist catheter, and phenom plus catheter. There were watershed infarctions in the intracranial and cerebral vessels of the left hemisphere. The adverse event resulted in new or worsening of existing neurological deficits that lasted more than 24 hours, and a new hospitalization on (B)(6)2025. The site did not assess the event as life-threatening. The site assessed the adverse event as possibly related to the disease under study, the procedure, and the artisse device. The patient was undergoing treatment for a saccular aneurysm located at the bifurcation branch of the left middle cerebral artery. The max diameter was 7.4mm, the dome height was 7.4mm, the dome width was 3.2mm, and the neck size was 3.5mm.

Manufacturer narrative:
Continuation of d10: product ID isf-070-040 (lot: b678002); product ID (25177-01); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported brain MRI - parenchymal and leptomeningeal enhancement foci accompanied by edema in the left hemisphere, as described. The imaging appearance is suspicious of an inflammatory/vasculitic process such as cerebral foreign body reaction. An infectious/embolic component should be ruled out. The appearance is less consistent with a subacute ischemic process. MRI follow-up (B)(6) 2025 - similar appearance/mild improvement in edematous changes previously demonstrated in the left hemisphere with significant improvement in parenchymal and leptomeningeal enhancement foci. Discussion: due to the temporal relationship with therapeutic cerebral catheterization for aneurysm closure, in the differential diagnosis is an inflammatory process involving mainly the left hemisphere (additional medullary focus), possibly secondary to the aneurysm closure device or alternatively to the guide wire used during the catheterization. Less likely (due to the absence of fever, appropriate history, and only left hemispheric spread) is an infectious process - 3 sets of blood cultures were taken to rule out endocarditis as a possible mechanism without growth.¿ the aneurysm was fusiform not saccular.

Event description:
Additional information received reported the ae was possibly related to the index procedure, device artisse, and apt regimen, not related to ancillary device. A patient stroke was reported. A score of 2 was reported 2025-01-01 with nihss. The site has not reported any device deficiencies. It was noted that the patient¿s hospitalization ended on (B)(6) 2025. The ae was not related to the disease under study. The patient arrived with a headache, transient apraxia and vision impairment. CT showed watershed infractions at the left hemisphere. MRI showed a suspected cerebral foreign body reaction on the left. Mra-2 action result noted an improvement in the suspected cerebral foreign body reaction in the left hemisphere on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.